Manufacturer narrative:
(B)(4).

Event description:
It was reported that a merlin.net transmission showed that the patient received inappropriate anti tachycardia pacing therapy for a super ventricular tachycardia. Reprogramming was recommended. Patient monitoring will continue.